Manufacturer narrative:
Concomitant medical products: product ID: addr01 ipg, implant date: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low impedance and oversensing noise were noted on the right atrial (ra) lead. It was noted this was consistent with an insulation breach. The lead was explanted and replaced. No patient complications have been reported as a result of this event.